Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the data for the date of the alleged event was not available for review due to continued pump use. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation.

Event description:
The reporter reported that on (B)(6) 2011, the patient passed out and was transported to the hospital, where her blood glucose level was tested to be '428 mg/dl'. The patient was treated with an unspecified intravenous solution, and admitted to the hospital with the diagnosis of hypoglycemia. It is unclear why the patient was given a diagnosis of hypoglycemia with a blood glucose level of 428 mg/dl. It was reported by the patient's hcp and nurse that the patient did not count her carbohydrates correctly, and had under or over-calculated her insulin bolus doses. Troubleshooting revealed there was no issue with the infusion site, the pump programming was correct and there were no alarms in the pump history. There was no evidence the pump was not delivering insulin accurately and correctly. However, as the patient experienced symptoms suggesting severe hypoglycemia and received emergency medical attention, this complaint is being reported.